Event description:
It was reported that capnograph alarm fails and zeroing is impossible. No further details were provided. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).